Event description:
It was reported the patient was seeing a warning power on reset (por) on the screen the day after having surgery. It was stated a manufacturer representative was at the procedure but left before making sure it was working.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's device was pre-programed before the surgery and it was felt that the programming was wiped out due to cautery that resulted in the por. The manufacturer representative met with the patient and cleared the por and reprogrammed the patient's device. The patient then felt appropriate response at that time.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va0duwp, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).